Event description:
In 2014, after getting breast implant (saline with silicone), I noticed sharp pain on my left breast. A year after that, my left breast was less painful but there was some pain on the way. In 2015, I took for my acne for 6 months. In 2016 food started bordering my stomach. In 2017, food intolerance was growing. In 2018, I went to the doctor to check my stomach because it was getting irritated and I was having stabbing pain. I feel so dry, even if I was drinking a lot water during the day. I can not see very well at night, my left breast hurt more than before. The doctor did an endoscopy and did not find anything. They prescribed medication for the gastritis. In 2019, I found a new gastroenterologist that performed another endoscopy and colonoscopy. My gastroenterologist found some moderate gastritis and a healed colitis. He prescribed more medication. The stabbing pain in my breast stopped for three months; then the stress of work and eating gluten again caused the pain to come back again ( my stomach and chest). In (B)(6), I went to the ER for pain in my chest, left side of my stomach and pain on the left side of my pelvic. The blood test showed antibodies in my blood ana with high levels of inflammation in my body, CT showed a new problem: blockage on one of the kidneys. I had lost 30 pounds in less that 3 months. My doctors don't know what is going on. I am depressed, I feel short of breath all the time. Simple food cause a lot of pain. "I can continue like this." I feel like this is the end; (B)(6). FDA safety report ID# (B)(4).